Manufacturer narrative:
Visual inspections were performed on the returned device. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. The reported guide break was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 6fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the proglide device could not be removed from the patient anatomy. The proglide device was ¿wiggled¿ back and forth and was able to be removed with no vessel damage. The guide separated at the distal end of the guide tube, held together by the actuator wire. The sheath was upsized to 16fr and the aaa procedure was completed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure.